Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was revealed that the device was observing post paced t-wave oversensing. Technical services was contacted and programming changes were made. There were no patient consequences throughout.